Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 1 device investigation type has not yet been determined. 3 devices were received. Additional information: 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 events for the failure: fracture. 4 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99154. Supplemental rationale, corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status, 1 device was received. 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components), 4 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition, 1 device: archived by stryker, 3 devices: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 4 events for the failure: fracture. - 1 event had code not found! - 3 events had no health consequences or impact.